Event description:
Received notification from lab that covid specimen leaked during transport and that testing needs to be repeated. New order needed and placed. This has happened on 6 separate patients.